Manufacturer narrative:
According to the surgeon, the cause of the event is unk.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens in the left eye using the ez-28 delivery device. During the delivery of the iol into the eye, the plunger on the injector became stuck and could not advance the lens further. The incision was enlarged in order to remove and replace the lens. The surgeon reports the pt is doing well and requires no further medical treatment. Reference MDR #1119279-2010-000106.